Manufacturer narrative:
The pump was received with a blank display due to a broken trace on the interface board. Unable to perform the current test, unexpected restart or all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the off no power alarms due to the blank display. The pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an off no power battery alarm from the insulin pump. The customer's blood glucose reading was 145 mg/dl. The customer stated that he replaced the battery 4 times and the pump still had no power. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that the battery was not previously used. The customer stated that the pump was not dropped or bumped. The customer stated that there were no unattended alarms. The customer was advised to monitor the pump and insert a new aaa alkaline battery. The customer was advised to monitor the pump.